Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -14.50/+3.00/85 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2020. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2020 the lens was repositioned but this did not resolve the problem. Then on (B)(6) 2021 the lens was exchanged with a longer length lens; along with an indication of "residual astigmatism was corrected by laser" and this resolved the problem.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -14.50/+3.00/85 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2020. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2020 the lens was repositioned but this did not resolve the problem. Then on (B)(6) 2021 the lens was exchanged with a longer length lens; along with an indication of "residual astigmatism was corrected by laser" and this resolved the problem.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial in liquid . Visual inspection found no visable damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).